Manufacturer narrative:
The t:slim x2 g5 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Tandem technical support reviewed proper load technique with the customer. Reportedly, cold insulin was used to load the cartridge. The customer's blood glucose (bg) level was 300 mg/dl. During follow up, it was reported that the customer's bg levels went down to 180 mg/dl, and the air bubble issue was successfully addressed.